Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. The right ventricular capture management weekly trend data shows max threshold varied from 1v to up to 1.5v throughout the record prior to the device explant. The electrocardiogram printout shows pacing spike without capture. Concomitant medical products: 5076 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient felt dizziness possibly due to a pacing problem with their implantable pulse generator (ipg). The patient's right ventricular (rv) lead had high and unstable thresholds. Additionally, the lead showed no capture despite programming higher thresholds. Furthermore, the right atrial (ra) lead had missed p-waves. The device was reprogrammed and later explanted and replaced. The rv lead was replaced and the ra lead remains in use. The patient will be monitored. No further patient complications have been reported as a result of this event.